Manufacturer narrative:
The explant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
A patient underwent an anterior cervical discectomy and fusion spinal procedure in (B)(6) 2024. It was reported that the locking mechanism failed, and the screw backed out postoperatively.

Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 4307. Device evaluation: visual inspection confirms that one of the blocker components on the plate has fractured. One of the explanted screws also exhibits significant witness marks on the proximal head surface. Based on the fractured blocker and the witness marks on the screw head, it is likely that the blocker experienced excessive postoperative loads from the screw before fusion. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: without solid bone fusion, this device cannot be expected to support the cervical spine indefinitely and may fail due to bone-metal interface, metal, or bone failure. Based on the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, compliance of the patient, and other patient conditions which may have an impact on the performance and results of this system. No spinal implant can withstand body loads for an indefinite period of time without the support of bone. In the event that successful fusion is not achieved; bending, breakage, loosening, migration and/or disassembly of the device will occur. Potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon should be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management: the patient should have a complete understanding of and compliance with the purpose and limitations of the implant devices. The surgeon should instruct the patient on how to compensate for any loss in range of spinal motion due to bone fusion. Additional or revision surgery may be necessary to correct an adverse effect. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity.